Event description:
The surgeon was using this non-powered kerrison on a trial basis. He used a 1mm kerrison on a lumbar spine case, while taking a bite the kerrision chipped. No pt injury was reported. Add'l info has been requested but has not been provided.